Event description:
The pt's right extension was fractured at the distal end. The extension was replaced. No pt symptoms were reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
The pt has two extensions; it was unclear which of the two extensions had fractured.